Event description:
The report from clinical study (B)(6) for patient with ID# (B)(6) reported that two years after the procedure with an enterprise vrd (B)(4), non codman coils, and codman coils (micrusphere 18 microcoils x3, micrusphere 10 microcoils x4, and deltaplush x1) of the right superior cerebellar artery, an angiogram revealed recanalization of the treated aneurysm due to coil compaction. Additional coil embolization and vrd deployment was performed. Also aspirin was administrated for the treatment. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of the date of treatment was indicated as resolved without sequel. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated, because the patient had a giant aneurysm which might have been susceptible to recanalization.

Manufacturer narrative:
The unruptured saccular aneurysm neck was 14.0mm, and the neck to sac ratio was 14.0mm: 25.0mm. The parent vessel size diameter proximal was 3.9mm and distally was 2.6mm. The mrs before the procedure was 0, after the procedure was 0 and a month after the procedure was 0. The act was 140 seconds pre anticoagulation and 234 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. The 1-year follow-up was took indicated that the aneurysm neck was 14.0mm, and the neck to sac ratio was 14.0mm:25.0mm. The parent vessel size diameter proximal was 3.9mm and distally was 2.5mm. The mrs was 0. The occlusion rate of aneurysm was 95%. The 2-year follow-up was took place showed that the aneurysm neck was 14.0mm, and the neck to sac ratio was 14.0mm: 25.0mm. The parent vessel size diameter proximal was 3.9mm and distally was 2.5mm. The mrs was 0. The occlusion rate of aneurysm was 90%. The antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/day, cilostazol 200mg/day, and heparin 5000u was administered intra-procedurally. Concomitant products: prior to implanting the vrd, launcher 7fr catheter 90cm/medtronic, prowler select plus microcatheter (B)(4), chikai 0.014' 200cm/asahi (B)(4) were utilized. Other devices utilized during the procedure were tracker excel 14/stryker, echelon 10(type 90 degrees)/covidien (B)(4), micrusphere 18 microcoils (sph181000-20/f27650, sph180900-20/f28119, sph180800-20/f28064), micrusphere 10 microcoils (csp100800-30/f49245, csp100700-30/j10152, csp100500-30/j10173, csp100500-30/j10150), deltaplush microcoil (cpl100306-30, lot unknown), gdc coils (7mm x 15cm, 6mm x 11cm, 5mm x 9cm, 4mm x 8cm total 6, 4mm x 7cm, 4mm x 6cm total 4, 4mm x 4cm total 4, 3mm x 8cm total 2, 3mm x 6cm total 2, 2mm x 6cm total 7, 2mm x 4cm)/stryker. During the procedure, jailed technique was utilized. However, regarding the additional coil embolisation and vrd deployment, there is no information about both the utilized devices and the implanted coils/vrd. No further information is available and procedural images are not available. All the devices remain implanted and are not available for analyses. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The lot number for the deltapaq was not provided, and therefore DHR could not be conducted. Coil compaction after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include larger aneurysm size, neck size, packing density, and inflow angle. With review of the available information there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This report represents 4 micrusphere 18 coils see above. This medwatch report are for 3 different products captured and reported under (B)(4) that may have contributed to the event, but it is unknown which if one was the culprit.